Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in (B)(4), alleging the meter was reading inaccurately high compared to another meter. The reporter alleged readings of "7.3mmol/l" compared to "5.8mmol/l" on a onetouch ultramini meter. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.